Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had to go and have their bladder drained because the device wasn't working, days after their incision started opening and they kept telling their doctor that they felt like they were being burned on the inside and it was hurting. Patient mentioned the incision healed correctly but a few days ago the incision started opening, looking like a blooming flower and implant started pushing its way from the inside out and now the incision was opened all the way up. Patient went to the hospital today to check the situation and the patient got an appointment with their healthcare provider (hcp) for this thursday to check the implant and the option to take it out. Patient reported having some issues to connect with the implant today. Agent reviewed implant connection expectations with patient. The patient was redirected to their hcp to further address the issue and will wait till the appointment with hcp to review implant and incision situation. Patient reported: pain at incision site. Incision got opened, it looks that implant is pushing out. Implant connection issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.